Event description:
The customer reported the system would not boot up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cb2 circuit breaker was evaluated and reseated. The system was tested and found to be working as intended and returned to service.